Manufacturer narrative:
"Pursuant to title 21 - food and drugs, chapter I - food and drug administration department of health and human services, subchapter h -0 medical device, part 803 - medical device reporting, subpart a - general provisions, section 803.16, neither this report nor any information submitted herein constitutes an admission by caire inc. That the device stated in this report, caire inc., or caire inc.'s employees, caused or contributed to the reportable event stated herein." The unit was returned for evaluation. In the condition in which the concentrator was received, the cause of the failure was found to be a disconnected tube between the sieve bed outlets and the product tank. In this state, the unit would vent gas inside of the case and flow would not be detectable from the rotameter or the unit's oxygen outlet. This would subsequently trigger a low oxygen purity alarm. No additional information was provided to determine how the tubing became loose. The tube was then reattached for the purpose of functional testing. With the exception of low oxygen purity at 10 lpm, functional testing showed that the unit meet its performance specifications and that it did not exhibit any abnormal behaviors. Note, an initial inspection of the unit the found back cover misaligned and its compressor cover missing. Additionally, an inspection of the unit's internal components revealed a missing alarm battery. The adverse event form indicates that the test unit was not tested by the provider prior to sending the unit to caire. It is unclear at when these parts were removed.

Event description:
This report was originally submitted on 09/30/2019, and is being resubmitted on 5/4/2020 as the original report failed to go through. Patient was sent home from hospital four months ago on hospice. Daughter came in the next morning to check on patient and concentrator was alarming with a yellow light and patient was struggling to breathe. Daughter put patient on lox tank, but patients' blood saturation level was too low and she passed away. Son said unit had issues 10 days prior but provider didn't do anything with unit.

Manufacturer narrative:
Unit has been returned for evaluation and testing is in progress. If any new information is discovered, a follow-up report will be submitted.

Event description:
This report was originally submitted on 08/27/2019, and is being resubmitted on 5/4/2020 as the original report failed to go through. Patient was sent home from hospital four months ago on hospice. Daughter came in the next morning to check on patient and concentrator was alarming with a yellow light and patient was struggling to breathe. Daughter put patient on lox tank, but patients' blood saturation level was too low and she passed away. Son said unit had issues 10 days prior but provider didn't do anything with unit.